Event description:
A dreamstation 2 advance auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no power, shut off during use, pca electrical damage and burned. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.